Event description:
Event desc: self filling ats blood bag - 700ml volume - was self inflated prior to pt atrium connection or pt use. Two others with the same lot number were already inflated in package before use. No pt harm. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The product was not returned to atrium medical corp, therefore, a complete evaluation can not be made. Due to the intrinsic nature of the device, a small number of blood bags will pop open during storage and transit.